Event description:
On assessment, rn noted PICC line was leaking. Dressing removed and observed leak when flushed with saline. PICC line appeared intact. Sutures in place. No redness/tenderness/swelling noted at site. Site redressed. Leak noted to be coming from catheter, below the double lumen at the single catheter, approximately 5-6 inches from the insertion site. Md notified. Antibiotics changed from IV to oral. No harm to the patient. PICC line discontinued, but staff did not save the device. No packaging available. Pt discharged home same day.